Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump¿s black box showed no evidence of loss of prime cs 162 warnings. During testing, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised successfully for 24 hours with no loss of prime warnings occurring. The force sensor calibration was found to be within required specification. The loss of prime issue was not duplicated during investigation.